Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, high impedance, high capture threshold and no sensing issue was observed on the atrial lead. Lead was explanted and a new lead was implanted. The new lead had stable measurements. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.